Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty. Intra-op, a balloon ruptured. Balloons were placed through both needles with both needles retracted posteriorly. Left balloon was inflated to 3.5 cc at which time the balloon ruptured with contrast flowing through superior end plate defect into l2-3 disk space. Left balloon had inflated eccentrically in superior direction. The balloon was removed and 3.33 cc of barium impregnated cement injected through left needle under continuous fluoroscopic monitoring resulting in filling of left side of vertebral body which was eccentric superiorly.